Event description:
The customer reported that the unicel dxc 600 pro synchron system generated false high triglyceride (tg) results over a period of 4 days. This MDR is for the event that occurred on (B)(6) 2014. Refer to 2050012-2014-00398 for the event that occurred on (B)(6) 2014. Refer to 2050012-2014-00399 for the event that occurred on (B)(6) 2014. Refer to 2050012-2014-00397 for the event that occurred on (B)(6) 2014. Quality controls (qc) exhibited erratic recovery, but came into range upon repeat. Patient results were reported out of the lab, but there was no impact to treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the instrument. Performance testing conducted by the fse identified carryover from the sample handling components of the instrument. The fse replaced multiple sample handling hardware components to resolve the issue. Follow-up performance testing passed specifications and confirmed that the issue had been resolved. (B)(6).